Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: this issue was reported by the user to the local authority. The root cause of the ventilator to alarm with "low oxygen" was a depleted o2 sensor (o2 cell) due to neglected maintenance. Within this investigation it has been confirmed that the device met its specifications at the time of the event while it was used for treatment or diagnosis. The yearly preventive maintenance is intended to prevent such cases. There was no patient or user harm reported at all from complainant which should have led to further questions regarding any harm to the patient or user. As this complaint was submitted to hamilton medical ag more than 2 years ago, no attempts will be performed to obtain additional information. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Event description:
On (B)(6) 2021, this ventilator was going to be used for assisting the patient respiration. During the process of use, it was found that the oxygen concentration displayed by the ventilator was inaccurate.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Reported by user outside the us. Report reference (B)(4). The report from hospital says: "on (B)(6) 2021, this ventilator was going to be used for assisting the patient respiration. During the process of use, it was found that the oxygen concentration displayed by the ventilator was inaccurate. Hamilton-c1 made in oct. 13, 2017. After examination, it was suspected that the o2 cell of the ventilator was defective. The ventilator was immediately replaced with another one to continue treatment. The maintenance staff of the hospital's equipment department was contacted for repair. The manufacturer's engineer was contacted and the manufacturer's engineer agreed to come for replacing the o2 cell. This event did not cause adverse effect on the patient and was timely reported to the medical device management department of the hospital to reflect the adverse product information." The oxygen sensor (commonly known as o2 cell) was used up, causing the alarm "low oxygen in airway". From a technical point of view, the oxygen sensor is a kind of electrochemical o2 cell. The service life is generally 8-15 months, depending on the oxygen concentration adopted by the clinical department. The higher the oxygen concentration in use, the faster the o2 cell is consumed, and the shorter is the service life, and vice versa. The "o2 cell was used up" alarm is not a failure but a safety mechanism. Oxygen concentration monitoring involves patient safety, and this alarm is a reminder to the user. The alarm of o2 cell does not affect the use of machine. Therefore, the alarm for this accessory is a reminder for replacement. It is not related to the quality of the ventilator itself. The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient if it were to reoccur.

Event description:
On (B)(6) 2021, this ventilator was going to be used for assisting the patient respiration. During the process of use, it was found that the oxygen concentration displayed by the ventilator was inaccurate.